Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on information reviewed, death was a result of heart failure and effusion, cardiac tamponade and pericardial effusion was a result of patient condition (sympathetic effusion), a definitive cause for heart failure could not be determined. The reported patient effects of death, heart failure, cardiac tamponade, pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the worsened pericardial effusion, cardiac tamponade, heart failure and subsequent death. It was reported that this was a mitraclip procedure performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with grade of 4+. Prior to the procedure, a small pericardial effusion was noted. The mitraclip nt clip delivery system (cds) was advanced to the mitral valve and the clip was placed with no reported problems, reducing mr to 2+. Following the procedure, the pericardial effusion was noted to have slightly worsened. Heparin was reversed, and the patient was stable. The physician did not believe the effusion was related to the clip but was a sympathetic effusion; however, the patient developed a worsening effusion and cardiac tamponade. On (B)(6) 2019, the effusion was drained, releasing the pressure but the patient crashed. Cardiopulmonary resuscitation (CPR) and resuscitation attempts were made initially but the family requested a withdrawal of care and the patient expired the same day. The cause of death was suspected to be from heart failure and the effusion. No additional information was provided.